Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery. The customer was able to load a new cartridge and resume insulin delivery. Additionally, it was reported that the pump touch screen was unreadable. Reportedly, there was an ink blot that blocked the graphics and text on the screen. The customer's blood glucose level was 396 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.

Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm 19 issue was verified. Based on the analysis, the alleged touch screen issue could not be verified.